Event description:
It was reported the customer experienced a past low blood glucose (bg) event overnight between (B)(6) 26 and (B)(6) 26, with the lowest level recalled being in the 40-49 mg/dl range; cause was unknown. Customer "did not take any action to address the low" rather customer "allowed his body to naturally bring up" bg to range and avoided giving insulin. Recommendation was made to discuss diabetes management with a health care professional.